Event description:
Customer reported that tandem charging cable never worked and that customer no longer had the cable, as well as never receiving the tandem wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was educated by technical support to use tandem charging supplies rather than third-party ones, and customer understood but declined further troubleshooting.